Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken. The broken piece did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lcx (MFR report# 2953200-2010-02040) and two endeavor sprint rx drug-eluting stents were implanted (overlapping) at the mid rca (MFR report# 2953200-2010-02041, MFR report# 2953200-2010-02042). A staged procedure of the mid lad and of the 3rd obtuse marginal was carried out approximately 5 weeks later. One endeavor sprint rx drug-eluting stent was implanted at the mid lad and one endeavor sprint rx drug-eluting stent was implanted at the 3rd obtuse marginal (MFR report# 2953200-2010-02044). An acute non stemi is reported to have occurred on the same day as the staged procedure. The mi was reported to be moderate intensity and that there was post procedure elevation in cardiac biomarkers. It is reported that the target lesion was involved, but that there was no relationship to the study device. Location of infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. Pt remained pain free and was treated with lovenox. Pt recovered with treatment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.